Manufacturer narrative:
Updated fields: b4, b5, d9, e1(event site postal code - (B)(6), initial reporter), e2, e3, g3, g6, h2, h3, h4, h6(health effect ¿ clinical & impact code, type of investigation, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) highlighted that the optical fiber signal was disturbed. Fse cleaned the optical connection of the optical fiber signal socket. The repair was completed. Operation tests performed with positive results.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has a broken fiber optic port. There was no patient harm.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has a broken fiber optic port.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.